Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving a shock from the implantable cardioverter defibrillator (ICD). Upon interrogation it was noted that the shock was inappropriately administered for supraventricular tachycardia (svt). It was noted that the ICD was in safety core and displayed code 1007. Boston scientific technical services (ts) was consulted and discussed the code indicated the device had a charge time that exceeded 45 seconds. The patient was scheduled for a change out procedure. At this time the ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead fault was recorded on november 6, 2016 after a shock was attempted. The device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.